Event description:
Additional information received reported aneurysmal lesion located in the ophthalmic segment of the left internal carotid artery. Ca theterization of the left common carotid artery was performed with a 6f carotid sheath and a hydrophilic guide. Next, we performed middle cerebral catheterization with a 27 microcatheter and a 0.14 microguide which is the only one that allows the passage of the pipeline stent in complete safety, with the implantation of the 5x18 pipeline stent covering the neck of the lesion in the ophthalmic segment. Final controls without signs of distal embolism. Angiographic control showed expansion of the stent in its distal segment, requiring performing an angioplasty using a 4x10 hyperform balloon that was inflated in the desired segment with good expansion. Vessel tortuosity was moderate. The device was prepared as indicated in the IFU. There was no damage noticed to the device. No issues were noted with the pipeline.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received a report that there was a leak with the hyperform balloon. It was reported that after the pipeline was implanted, the physician requested to use a hyperform balloon to be opened for stent expansion. When inflating the balloon, it was observed that there was a leak between the balloon and the micro guidewire, so a new device was used. The patient did not experience any injury, symptoms, additional medical/surgical intervention, or hospitalization.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.